Manufacturer narrative:
This report is submitted on september 22, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, however the issue could not be resolved. Subsequently on (B)(6) 2017, the patient was placed under general anesthesia to replace abutment. The implanted device remains.